Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) was not sensing properly. The epg passed all incoming testing. It was indicated that an output connector was broken, the main seal was contaminated, the case was damaged, and the battery drawer was sticky. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not sensing accurately. The epg was returned for service. There was no patient involvement.